Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited ec45169 and had no screen. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: h10 device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2021 9:00:27 am system fault 45,169 occurred 0 0 0 4. (B)(6) 2021 2:40:55 am system fault 41,786 occurred 0 0 0 4." The customer reported problem was confirmed for error code 45169. An additional error code was also found in the ehl: 41786. Both error codes indicate a problem with microprocessor board. The errors were being produced because the microprocessor board was faulty. The problem source of default was unknown. A root cause was not established. The microprocessor board was replaced to address the product problem.